Event description:
Patient with history of bilateral mastectomies related to cystosarcoma phyllodes. She underwent delayed bilateral breast reconstruction with bilateral latissimus dorsi myocutaneous flaps and eventual implantation of saline implants. The right implant was last replaced in 2003.approximately a week ago, the patient developed a sudden deflation of the right implant. There was no associated trauma to the breast. She returned to the or for replacement of implant with silicone implant. Patient discharged same day.what was the original intended procedure?exchange of bilateral breast implants for silicone gel implants.